Event description:
A customer in (B)(6) contacted biomérieux to report discrepent results in association with the vitek® 2 ast-n240 test kit, while testing a qc isolate of pseudomonas aeruginosa atcc 27853. The customer reported a low levofloxacin result for the isolate. The qc isolate sample result for levofloxicin was 0.25 mic, instead of 0.5-2 (0.5 mcf). There is no indication or report from the customer to biomérieux that the discrepant result led to any adverse impact to a patient's state of health. An internal biomérieux investigation has been initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed. The internal qc strain was subcultured and testing included two (2) vitek® 2 ast- n240 cards from three (3) different lots. All six (6) vitek® 2 ast- n240 cards tested on the internal qc strain gave acceptable results of 1.0. Vitek® 2 ast-n240 cards are performing as expected and no further action is necessary.